Event description:
Additional information received indicated that reprogramming was performed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were observed. Device reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable.